Event description:
This is a spontaneous report by a baxter employed nurse from (B)(6) of six step hand wash not done properly and peritonitis in a patient coincident with dianeal pd2 ultrabag therapy. On an unreported date in 2011, the patient did not perform the six step hand wash properly. On (B)(6) 2011, the patient experienced peritonitis due to the six step hand wash not being done properly. On the same day, the patient began remedial therapy with meropenem (250mg, frequency not reported, ip, each bag). It was not reported whether the patient was re-trained in the proper six step hand washing technique. On an unreported date in (B)(6) 2011, the event of peritonitis was resolving. Dianeal pd2 ultrabag therapy was ongoing. The nurse stated that the event of peritonitis was not related to dianeal pd2 ultrabag therapy and did not provide a statement of causality for the event of six step hand wash not done properly.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The root cause of the reported condition of peritonitis is use error- poor aseptic technique.